Manufacturer narrative:
A ge representative evaluated the system and repaired a bent pin in a video cable connector. System operates as intended.

Event description:
The customer reported the system will not produce an image. No pt injury was reported.